Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a hematoma due to left ventricle (lv) lead revision was noted. The hematoma was drained. The lv lead remains implanted and the physician will continue to monitor the lv lead. The patient was in stable condition.